Event description:
On (B)(6) 2011, patient reported for the past 3 weeks, she has gotten 4 elevated blood glucose readings that go over 600 mg/dl. Patients stated when she wakes up in the morning; the infusion device will smell like insulin. Patient normal blood glucose range is 80-200 mg/dl. Patient reported she was able to treat herself with infusion device and did not receive any medical treatment. Patient stated her blood glucose level was 120 mg/dl at 12:30 am and then she woke up at 2:00 am and her blood glucose level was 454 mg/dl. Patient reported she did not receive any error messages during the elevated readings. Patient stated she could smell insulin but did not find any leaks in the system. Patient reported she removed the insulin cartridge and checked the cartridge compartment and it was dry. Patient stated the infusion device is delivering insulin correctly 99% of the time but does not think it was the 4 times she had the elevated readings. Patient reported she could smell insulin very strongly around the infusion device during the times of elevated readings. On follow up call on (B)(6) 2011, patient reported her new infusion device is working and her blood glucose levels are back down to normal. Patient stated they did go up to 400's mg/dl for a few hours but that is because she had the infusion site on too long. Patient reported as soon as she changes the site the blood glucose levels came back down. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.